Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event; however, there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The field service engineer replaced the ion selective electrode (ise) dispense board, peristaltic pump control board, ise buffer valves, mixer motors, ise processing board, and ise data control boards which resolved the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information was provided. - attachment: [ (B)(4) MDR patient data summary.pdf].

Event description:
The customer reported high ion selective electrode (ise) patient results on their au5800 clinical chemistry analyzer. The results were not reported out of the laboratory. There was no change to patient treatment in association with this event. Quality control (qc) results were within laboratory¿s established range prior to the event.